Manufacturer narrative:
Corrections in d4: lot number & UDI number, d9, and h3. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the hook at the tip of a roi-c implant holder fractured intra-operatively when the doctor impacted the cage and when he tried to remove the piece that locks the cage. It is not believed that the piece was retained in the patient since it did not show up in any x-rays.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the hook at the tip of a roi-c implant holder fractured intra-operatively when the doctor impacted the cage and when he tried to remove the piece that locks the cage. It is not believed that the piece was retained in the patient since it did not show up in any x-rays.

Event description:
It was reported that the hook at the tip of a roi-c implant holder fractured intra-operatively when the doctor impacted the cage and when he tried to remove the piece that locks the cage. It is not believed that the piece was retained in the patient since it did not show up in any x-rays.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the hook has fractured off. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to excessive forces applied during use. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.